Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No abnormal motor noise noted. The motor was tested outside of device and passed. Device received with scratched case, pillowing keypad overlay and cracked keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor ticking related issues since earlier few weeks. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.